Manufacturer narrative:
Other text: h3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence log the reported issue. The device was started in applications and no problems were found with it beeping. However, the downstream sensor will be replaced as a preventive measure. There was no fault found with the returned pump.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave a double beep with cassette during testing. There was no patient, or clinician injury associated with this occurrence.